Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that the patient had a hematoma and that there was not a device issue. The manufacturer representative stated that an explant was performed, and the issue was resolved. It was noted that the issue occurred post-op on (B)(6) 2018. No further complications were reported or anticipated. Indication for use was non-malignant pain.